Event description:
The customer reported that the left monitor went black. This would result in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.